Event description:
It was reported that unspecified error message occurred. Product was provided for investigation; however, investigation of provided product cannot confirm or disconfirm the allegation or determine a probable cause. The sensor was inserted into the arm on (B)(6) 2025. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of a unspecified error message is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unspecified error message occurred. The sensor was inserted into the arm on (B)(6) 2025. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of a unspecified error message s reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.